Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, component failure of the universal cord, light guide bundle of the insertion section was slightly worn and interrupted and weakened and a component failure of the light guide bundle. A root cause could not be identified. However, based on the investigation results, the most probable cause of the occasional green screen, image flickering, and noisy image was a component failure of the universal cord. Additionally, the light guide bundle in the insertion section was slightly worn, interrupted, and weakened due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had occasionally displayed a green screen and the image flickered. The issue was found during the inspection for use. There were no reports of patient harm.